Event description:
On august 13 2011, the vns patient's programming history was reviewed and it was discovered that on (B)(6) 2004 the patient presented with incorrect settings. On the patient's prior visit on (B)(6) 2004, a faulted system diagnostics test occurred which changed the patient's settings. A final interrogation was never performed on the (B)(6) 2004 visit so the patient left with the incorrect faulted system diagnostics test settings and it was not discovered until the visit on (B)(6) 2004. The patient was then programmed back to the correct settings. Training was provided to the physician in february 2011 of the need to perform a final interrogation prior to the patient leaving the clinical visit in order to ensure that they are at the correct settings.

Manufacturer narrative:
Analysis of programming history.